Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5086043, model/catalog description: infinion cx lead kit, 50cm.

Event description:
A report was received that the patient was experiencing undesired sensation due to lead had migrated. X-ray revealed that right lead had moved. The patient underwent a revision procedure wherein the leads were moved back in place.